Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the ccd driver pcb. In addition, we confirmed that the operation channel leaky, the control body fluid damage, the u/d & r/l pulley wire rupture, the electrical connector fluid damage and the lg cable connector fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.